Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant, it was reported that the patient experienced a driveline infection and was readmitted into the hospital. The cause of the infection was noted to be patient non-compliance with the device maintenance. The patient was treated with irrigation and a dose of antimicrobial and was discharged on (B)(6) 2014.

Manufacturer narrative:
A direct correlation between the device and the reported driveline infection was not determined; however, the instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support and no further events have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 4 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.